Manufacturer narrative:
The exact "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges tipping over multiple times in device causing injury.

Manufacturer narrative:
The provider met with consumer several times to evaluate and repair the device. The provider states the user misuses and abuses the device.

Event description:
Alleges tipping over multiple times in device causing injury.